Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not working. The customer¿s blood glucose level was 600 mg/dl. The customer stated that insulin pump was beeping vibrating. Customer reported after performed insulin pump rest insulin pump was neither beeping and vibrating. Insulin pump was not vibrated during vibrate test. The insulin pump will be returned for analysis.